Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 21.6 mmol/l (388.8 mg/dl). The pod was worn between 4 and 24 hours on the leg. It was noted that the pink slide was not as visible as normal, but the cannula appeared normal. Hyperglycemia treated with a new pod and manual injection.

Manufacturer narrative:
The device completed the priming sequence in an expected number of pulses. No issues capable of causing a needle mechanism malfunction were observed.